Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for a gi bleed from (B)(6) 2014. An endoscopy was performed and the source of the bleed was clipped. The patient received 2 units of packed red blood cells, and was taken off all anticoagulation for 4-6 weeks. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.